Manufacturer narrative:
(B)(4) date sent: 12/1/2023 d4: batch # 291c32 attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Troubleshooting steps used prior to using to the manual override? Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60w reload present. The reload was received partially fired. The manual override feature had been used and was reset to test the functionality of the device. The device was dry fire and the knife stops intermittently while holding down the firing trigger. The knife does not automatically return after releasing the firing trigger at the end of transection. From this position, the home button only returns the knife halfway, then does not return it at all. Bailout used again to fully return the knife. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the encoder gear was noted damaged and stray metal piece found in assy is not a piece of a broken magnet or from the injection molding process/equipment. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 291c32, and no non-conformances were identified.

Event description:
It was reported that during a bariatric procedure the device 'stopped working misfire.' They pressed the home button with no response. The manual override was used to remove the device and a new device was used to complete the case with no patient consequences. It is unknown if buttressing was used.